Manufacturer narrative:
UDI - not yet required for this product. Results: is based on the evaluation of the returned sample; based on the retention samples evaluated. Conclusions: is based on the evaluation of the returned sample; based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: the balloon would not hold air; the procedure outcome was good; and it was reported that the patient condition is "good".

Manufacturer narrative:
The investigation determined this complaint to be manufacturing related and as a result a nonconformance report has been initiated.